Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. A review of the device history record was completed for batch#: 0300079. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint.

Event description:
It was reported that 5 syringe 0.5ml 31ga 8mm ufii 10bag 500cs had foreign matter before use. The following was reported by the initial reporter: "it was reported that the consumer found solid black matter inside the barrel of the syringe. Consumer reported found 5 syringes with solid black matter from 0 marker to the 15 unit marker. When moved plunger it coats the black more inside the syringe. Did not use these syringes. Discard 4 out of the 5 syringes. Has 1 syringe from 04/01/2021 to return to bd lot#: 0300079, catalog#: 328468, date of event on (B)(6) 2021, date of event unknown but in the past 2 weeks / 4 syringes sample status awaiting sample".

Manufacturer narrative:
"Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformance's were raised in association with this type of event for this lot. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time."

Event description:
It was reported that 5 syringe 0.5ml 31ga 8mm ufii 10bag 500cs had foreign matter before use. The following was reported by the initial reporter: "it was reported that the consumer found solid black matter inside the barrel of the syringe. Verbatim: consumer reported found 5 syringes with solid black matter from 0 marker to the 15 unit marker. When moved plunger it coats the black more inside the syringe. Did not use these syringes. Discard 4 out of the 5 syringes. Has 1 syringe from 04/01/2021 to return to bd lot #: 0300079, catalog#: 328468, date of event: (B)(6) 2021, date of event unknown, but in the past 2 weeks = 4 syringes. Sample status awaiting sample".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/30/2021. H.6. Investigation: customer returned (1) loose 1/2cc, 8mm syringe. Customer states that there is solid black matter from 0 marker to the 15 unit marker in the syringe. The returned syringe was examined and exhibited ink smears on the surface of the barrel from the 0-15 unit markings. A review of the device history record was completed for batch# 0300079. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause for this defect cannot be determined.

Event description:
It was reported that 5 syringe 0.5ml 31ga 8mm ufii 10bag 500cs had foreign matter before use. The following was reported by the initial reporter: "it was reported that the consumer found solid black matter inside the barrel of the syringe. Consumer reported found 5 syringes with solid black matter from 0 marker to the 15 unit marker. When moved plunger it coats the black more inside the syringe. Did not use these syringes. Discard 4 out of the 5 syringes. Has 1 syringe from 04/01/2021 to return to bd lot # 0300079, catalog# 328468. Date of event (B)(6) 2021. Date of event: unknown. But in the past 2 weeks = 4 syringes sample status awaiting sample".